Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus) since the device stopped working properly. A surgery was performed and the device was removed. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested. No anomalies were found with the pump. Visual testing of the cuff revealed that there was a tear at the fold. Leak testing of the balloon revealed that there was a leak in the balloon shell. Based on the information available and analysis results, the tear found in the cuff and the leak found in the balloon identified could have caused or contributed to the reported clinical observation of mechanical non-conformance. B5 describe event or problem was updated.

Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus) since the device stopped working properly. A surgery was performed and the device was removed and replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus) since the device stopped working properly. A surgery was performed and the device was removed. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested. No anomalies were found with the pump. Visual testing of the cuff revealed that there was a tear at the fold. Leak testing of the balloon revealed that there was a leak in the balloon shell. Based on the information available and analysis results, the tear found in the cuff and the leak found in the balloon identified could have caused or contributed to the reported clinical observation of mechanical non-conformance.